Event description:
Nurse was transfusing a patient with a unit of blood. After the transfusion she was closing off the tubing with the included clamp when the tubing broke off the white connector. Blood spilled out on to her face, clothing, table and floor. The tubing failed where the clear tubing joins the white plastic spike. The tubing should not separate from the white piece.